Event description:
It was reported that bd alaris secondary set had discoloration the following information was received by the initial reporter with the following verbatim: clinicians had questions about bulging tubing and if they could be causing ois, or if the bulge could be big enough to open the pump door. They stated vancouver had reported bulging tubing, and were considering their ois to be potentially related to tubing (this has been previously reported to bd). Cpc discussed the bulging event she is aware of from vancouver (reported to bd) was likely due to using a power injector with alaris IV sets which is not possible, as they are not labeled for use with power injectors. Cpc also discussed potential causes of bulging e.g. Not clamping above smartsite being used for an IV push. We discussed that we are not aware of bulging tubing contributing to over infusions.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
No additional information.

Manufacturer narrative:
It was reported that the clinician noted cloudiness in a bd secondary IV set as soon as they started back priming the line from a rl primary IV set, no product or photo was returned by the customer. The customer complaint of cosmetic issues could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model 10016073 lot number 24019155 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 11jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.